Manufacturer narrative:
The electrode lot number and expiration date were not provided. It was noted that the sipper was bent. The field service representative found dirt in the ise (ion-selective electrode) pipes. He performed cleaning's, replaced the sample needle, performed verifications, calibration, quality control, and checks. The investigation is ongoing.

Event description:
There was an allegation of questionable electrode, sodium results for 4 patient samples on a cobas pro ise analytical unit. Sample 1: the initial na result was 149 mmol/l, and the repeated result was 135 mmol/l. The repeated result was obtained in another laboratory. Sample 2: the initial na result was 159 mmol/l, and the repeated result was 146 mmol/l. The repeated result was obtained in another laboratory. Sample 3: on (B)(6) 2026, the initial result was 125 mmol/l, and the repeated result was 138 mmol/l. Sample 4: on (B)(6) 2026, the initial result was 130 mmol/l, and the repeated result was 141 mmol/l. The samples were repeated because the initial results didn't match the patient's clinical history.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues (consistent with poor sample quality).